Event description:
It was reported that during a gastrectomy, the device kept being activated and did not stop. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.

Manufacturer narrative:
(B)(4). The device was returned in good physical condition. The device was tested with a generator and was functional, activating when each of the max and min activation buttons were depressed, but no continuous activation occurred during any functional testing. There were no anomalies noted with the functionality of the device. It could not be determined why the device reportedly displayed continuous activation. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.